Manufacturer narrative:
The customer reports the patient was revised to address hip dislocation. It was reported that the patient fell. Additionally a depuy liner was used in conjunction with a competitors femoral head. (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip dislocation. It was reported that the patient fell. Additionally a depuy liner was used in conjunction with a competitors femoral head.